Event description:
Silicone leakage was observed when customer was attaching the hydra jaw on the clamps. Customer decided not to use this device.

Manufacturer narrative:
Device has not been returned for evaluation.